Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/28/2017 under wo #va1012 & 239244 and shipped on 6/12/2018. Manufacturing record review: DHR's 258555 & 265279 were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 96920, this unit was at csi on (B)(6) 2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the complaint was determined to be inconclusive by service & repair. Three loose screws were noted inside with others in place but not tight. This unit was in service for 3 years and loose screws suggest the unit was worked on at some point in the field. The problem description may have some relation to the loose output jacks as those directly connect to the handpiece. All the information suggests the end user had opened the chassis and improperly closed up the chassis leaving screws loose and not in place including the output jacks. This complaint is being attributed to end user error. *correction and/or corrective action the units' board was secured in place properly, updated to the latest revision, the unit was tested to specifications and returned to the customer. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated-unable to ground, must hold in hand pc to work customer complaint inconclusive-3 screws from pcb loose inside, other screws not tight, ac cord to smoke-insulation chaffed, tightened connections on output jacks. Ro 96920 1216677-2021-00206. Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated-unable to ground, must hold in hand pc to work. Customer complaint inconclusive-3 screws from pcb loose inside, other screws not tight, ac cord to smoke-insulation chaffed, tightened connections on output jacks. (B)(4). Leep precision generator lp-20-120 . E-complaint (B)(4).